Manufacturer narrative:
During the quality investigation, the customer's complaint could not be duplicated; the device did not exceed the maximum allowed temperature. The press plug and the motor were damaged; heat damage to the mid speed motor was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
During routine maintenance visit, the device overheated. No adverse consequence was reported with this event.